Manufacturer narrative:
The technician found the screw missing from the right siderail latch. The technician replaced the latch screw to repair the stretcher.

Event description:
Information received indicates the siderail will not latch.